Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. In the initial report it was reported that the sample was available, however the actual sample is not available for return. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 26february2020: the procedure performed was a left heart catheterization using a 6fr sheath. A pre-deployment angiogram was performed. Additional information was received on 27february2020: the device was deployed in the patient. There was blood on the device and was unsure if the reported event it was an angio-seal issue.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was stuck in the patient and took time to massage the site and finally remove it. The patient was in stable condition. The procedure was a success. There was no patient injury/medical or surgical intervention required. Additional information was received on 27jan2020. The blood loss was less than 250cc. Hemostasis was achieved using the angio-seal device.